Event description:
One liter of an enteral feeding soultion was hung, and the pump was set to deliver 50 ml/hr. Pt experienced an overdelivery of an unk amount. Pt had an elevated temperature, left lower lobe infiltrate, was hospitalized and put on a ventilator. One pt involved.